Manufacturer narrative:
B2: other - urinary retention. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they could not urinate as much anymore and they could not empty their bladder like they should. Patient mentioned that they had been having this issue for about 2 weeks. Patient also said they were implanted to help with fecal issues and confirmed improvement on that part. Redirected to their healthcare provider (hcp) to further address the issue. Patient stated they had an appointment with their hcp coming up soon. Patient was told at the hospital they need to drink about 3 glasses of water a day but they could not urinate as much anymore and they could not empty their bladder like they should. Patient mentioned they didn't have the right medicine to take for that just yet. Additional information was received from a healthcare professional(hcp). The hcp reported that the patient did not experience urinary retention prior to the device and their retention was not worsened as a result of the device or therapy. They stated that catheterization was the patient's 'standard of care' prior of device. Normal sonographic appe arance of the urinary bladder with minimal postvoid residual of 9.5 cubic centimeters. It was unknown if the issue was resolved.